Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted (B)(6) 2003 due to cystocele and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, vaginal scarring and other issues such as pelvic floor muscle dysfunction and need for trigger point injections. It was reported that patient underwent urethrolysis, cystoscopy and mesh removal on (B)(6) 2003 due to urinary retention. It was reported that patient underwent transvaginal urethrolysis, suprapubic tube placement and cystoscopy on (B)(6) 2003 due to urinary retention. It was reported that patient underwent mesh excision on (B)(6) 2012 due to erosion of vaginal mesh. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.